Event description:
It was reported to nuvectra that during the removal of the trial leads, the first lead was removed without issue. The second lead separated and a portion of the lead remained in the patient. The remaining portion of the lead was later removed during the permanent lead implant and the patient is doing well.